Event description:
A customer contacted haemonetics on (B)(6) 2012, to report a possible rbc blood spill during a plasmapheresis procedure had occurred on (B)(6) 2012. Message displayed on pcs2 machine, "possible rbc spill." The procedure was ended and less than mils of rbc were not returned to the donor and 270 mls of plasma was collected. No donor reaction was reported until (B)(6) 2012, when customer sent updated report. Upon discontinuing the procedure, the donor reported feeling dizzy. Center monitored donor for additional 30 minutes and was released after stating no additional symptoms. The donor called center of (B)(6) 2012, to report that symptoms continued and reported to the local emergency department with light-headedness, headache and discolored urine. The donor was treated with IV fluids and discharged with instruction to return if symptoms were not relieved. Donor did not disclose a left eye injury that occurred two weeks prior to donation. The injury resulted in permanent dilation of the left pupil. Donor also did not report additional symptoms experienced after donation until days after donation procedure. Donor was counseled on importance of providing medical information to the center.

Manufacturer narrative:
The device was tested at the user facility by a trained biomedical technician. The following checks all passed: bowel optics calibration, line sensor calibration, valve occlusion and mock procedure. No malfunction was confirmed and the device was returned to service on (B)(4) 2012.